Event description:
It was reported be repair work order that the nurse call system was not working due to a missing nurse call communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon further investigation, it was determined that a duplicate (B)(4) was entered for this product. Internally, pr# and externally mw# 0001831750-2013-03865 addresses the investigation and regulatory assessments for this product.

Event description:
It was reported be repair work order that the nurse call system was not working due to a missing nurse call communication cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.